Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported encountering a fluid leak during pd treatment. The patient said there were multiple m31 air detected in cassette warnings during fill 4 of 5. The messages continued even after rebooting the cycler. Treatment was canceled and fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from cassette into the cassette door. Patient was advised by technical services to let the cycler air dry and use the next day. In a follow up, the pd nurse said there was no harm, intervention or adverse event associated with the patient's recent fluid leak. The patient is taking a round of prophylactic antibiotics. The patient is using the same cycler . The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported encountering a fluid leak during pd treatment. The patient said there were multiple m31 air detected in cassette warnings during fill 4 of 5. The messages continued even after rebooting the cycler. Treatment was canceled and fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from cassette into the cassette door. Patient was advised by technical services to let the cycler air dry and use the next day. In a follow up, the pd nurse said there was no harm, intervention or adverse event associated with the patient's recent fluid leak. The patient is taking a round of prophylactic antibiotics. The patient is using the same cycler . The cycler set is not available to return.